Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -13.5/2.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2024. The lens was implanted upside down. Intraoperatively the lens was removed without patient injury. A replacement lens of the same length was implanted without any issues. Cause of the event was reported as the device.